Manufacturer narrative:
Suspect medical device updated. (B)(4).

Event description:
Additional information was reported by the consumer that since implant the pump had not taken away the patient's pain in their back. Since implant the patient had edema in their legs and was experiencing pain in their back where the catheter was. It was noted that the patient cannot think and does not want to do anything. The patient was considering having the device removed. Additional information has been requested regarding actions or interventions taken, and the patient outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider. It was noted that prior to seeing the new hcp, (B)(6) 2015, the patient had lower extremity edema. The issue was resolve with "wean of spinal fentanyl." It was noted that the analgesic reactions had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the failures were under investigation and that there was a pump failure. It was noted that the patient experienced death. The date of the pump failure was in (B)(6) 2016 and the date of death was (B)(6) 2017. The pump was explanted after the patient's death. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, serial(B)(4), product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced an overdose. After implant, on the same day of surgery the patient went home and vomited 23 times. A respiratory therapist was with the patient at the time and thought the patient should go to the emergency room (ER). The respiratory therapist called the doctor and was told to bring the patient to the office. They could not get him on a gurney. The doctor was mad and did not want him to go to the ER. The patient seemed fine when wife got back from work. The next day, the patient was found unresponsive and an ambulance was called. The patient was admitted and narcan was given. The patient was hospitalized for 6 days. The physician managed the care at the hospital and ordered the pump medication reduced by 50 percent. The patient received a dilaudid injection in the ER in addition to narcan. The medication information given was 2.69 in a 24 hour period per patient¿s wife. The patient had been to the ER a second time due to pain being uncontrolled. The patient was in a wheelchair. It was unclear if this was related to the od or medical history. A representative went to the hospital (B)(6) 2015 and turned off the pump. The representative informed the physician and patient¿s wife that it was not safe for the pump to be turned off for more than 72 hours. On (B)(6) 2015, the pump was turned back on and reduced the pump delivery by 50 percent per the physician¿s orders. The patient was released from the hospital and followed up with the physician. The patient waited over two hours and was upset. The physician told the staff to call 911 and to get the patient out of the office. The patient tried to call the next day to apologize and the physician said not today and dismissed his request to come in. Medical history prior to implant, the patient was on 100 mcg fentanyl patches; had undisclosed medical issues and was in poor health per wife. The patient was currently on oral percocet for breakthrough pain since pump was running low. The pump was delivering fentanyl and marcaine (bupivacaine).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer, regarding a (B)(6) male patient receiving intrathecal fentanyl 3.49mg/day (unknown concentration) and marcaine (unknown rate and concentration) via an implantable infusion pump. The indication for use of the device was for spinal pain and other chronic intractable pain (trunk/limbs). The concomitant medications and patient history were not reported. It was reported that the increases in medication started on (B)(6) 2015 weekly for a month (until (B)(6) 2015.) Then the increases were biweekly after that. At one point the patient was on fentanyl 6.99mg/day (concentration unknown) with 3 boluses (1.99 mg fentanyl), but the marcaine dose per day or concentration was unknown. On (B)(6) 2015, the family could tell that the patient was going into slogging overdose symptoms that might happen again, and took the patient to the orthopedic hcp. It was noted that something was not right, and to take the patient to the managing hcp or emergency room (ER). The family called the hcp office three times regarding the overdosing, and when they did not call back they showed up in the hcp office. The waiting room was full and the doctor was 2 hours behind, so asked them to come back tomorrow. Finally a representative came out and observed the patient's high blood pressure, pale, and clammy skin. The fentanyl medication was decreased to 3.99mg/day on (B)(6) 2015, and the patient was sent to the emergency room (ER) where he was kept overnight for observation. They were considering narcan, but the patient started coming out. In (B)(6) 2015, the patient had his fentanyl medication lowered to 3.49 mg/day (unknown concentration.) The patient was now having edema in their hands, and continued to have it in their legs. The patient's situation was currently be addressed by the hcp, but was no longer seeing the initial managing hcp. The patient was working on getting a new hcp. The patient was upset and angry that the hcp isn't really managing the patient's pain and side effects; stating the nurses are the ones who are in the room with the patient or see a different hcp. It was reported that the patient saw a different health care provider (hcp) on (B)(6) 2015 for consultation to possibly manage the patient. They were told that the patient would be "put on a drug holiday" because he was having an analgesic reaction from all the narcotics, which was causing swelling and pain where the patient shouldn't have pain. The patient was working on getting a new hcp, decreasing the pump settings, and possibly doing a "drug holiday" or a removal. If additional information is received this report will be updated.